Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: an investigation conclusion code of cause not established have been assigned, following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided. E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. A rotawire drive guidewire was selected for use. Upon opening the rotawire, surface roughness is observed with particle shedding along the entire length of the wire, rendering it unsuitable for use. The procedure was cancelled.

Event description:
It was reported that the procedure was cancelled. A rotawire drive guidewire was selected for use. Upon opening the rotawire, surface roughness is observed with particle shedding along the entire length of the wire, rendering it unsuitable for use. The procedure was cancelled.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided. E1 initial reporter address 1: (B)(6).